Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the identified break between the control knob and distal tip may have occurred due to excessive manipulation or bending of the fiber during use. The interaction between the user and the device may have caused or contributed to the event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the fiber tip exhibited signs of mild debris adhesion and devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a break in the fiber body between control knob and distal tip. The aim beam was present at the location of the break. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned device identified that there was a fiber break between the control knob and distal tip.